Event description:
The hospital reported last month, there have been couple of incidents that during the endoscopic vein harvesting procedure, the device would not cut, the blade was too dull, and it took 3-4 times to cut one branch. The same unit was used to complete the procedures. The hospital did not report any patient complications. The hospital did not provide the number of cases, nor the dates that they occurred.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review cannot be performed, because the lot number was not provided by the hospital.